Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that at the junction between the hub and the catheter there is a small break that causes blood leakage.

Manufacturer narrative:
The suspect devices were returned for a full engineering evaluation. The complaint could not be confirmed. No defects were identified. The root cause could not be determined. A search of the complaint database was performed and 1 similar complaint for this lot number was identified. The device history record was reviewed, and no exception documents were found.